Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information that 9 days post implant of this aortic bioprosthetic valve, the patient died. Post excision of the valve, the surgeon noted that there was an element of left ventricular outflow tract (lvot) obstruction due to a hypertrophic septum. The right ventricle (rv) contractility was "sluggish" and did not respond well initially to inotropes and proved to be due to a membranous ventricular septal defect (vsd) below the level of the septal-scar myomectomy. Repair of the vsd was performed and normal rv function resumed. 4 hours post-surgery there was increased chest tube drainage after an episode of volatile blood pressure. The patient responded well initially to transfusion of coagulation factors and packed red blood cells. The bleeding continued and the patient was taken to the operating room where a moderate amount of non-clotting blood was found in the subcutaneous tissue and mediastinum. There was no pericardial tamponade, but there was oozing from the aortotomy. This was repaired but the rv was severely dilated and becoming hypokinetic. Extracorporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump (left ventricle) were initiated. 14 hours post initial implant procedure, the patient developed recurrent mediastinal bleeding. Despite transfusions and attempted blood pressure control the patient continued to bleed and on the first post-op day, another surgery was performed to stop the bleeding. Mediastinal exploration and washout was performed on post valve implant day 3, 6 and 7. On post-op day 7, the ECMO was removed and the mediastinal bleeding had virtually stopped. Over the next 36 hours, the patient developed progressive bi-ventricular failure that was refractory to inotropic treatment. The family opted to stop support and 8 days post valve implant, the patient died of bi-ventricular failure. No autopsy was performed. A4: patient weight added. B7: relevant history updated. H6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.